Event description:
A burr was being navigated with a 5-6mm universal swivel adapter attached. About an hour into navigation, the scrub tech informed the rep that he placed the drill down on the mayo stand. When he went to pick it back up from the mayo, the trigger was loose and came out. The scrub set the trigger and the internal spring aside, and the adapter was replaced with another for the rest of the case. No harm to the patient had occurred during the procedure. The investigation concluded that a malfunction of the adapter had occurred. It is important to clarify that in this situation where the spring could have been left in the patient's body, it could theoretically result in an un-desire tissue response. The risk in a tissue response has been analyzed and was found to be nonhazardous to the patient's health over time. Since a device malfunction has occurred, it was decided to report this case.